Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that during usage on a patient, the vela ventilator ventilation value between intake and exhaled air was too large. Vte was reported around 200 against vti of 500. The calibration value after reading 3 cmh20 was around 622 and calibration failed. The patient was moved to a different ventilator. The customer advised there was no patient harm associated with this event.